Event description:
It was reported that a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced had stored ventricular arrhythmia episodes in which therapy was delivered. During these episodes, several shocks were ineffective in terminating the fast ventricular arrhythmia. Additionally, therapy was reported to be exhausted within one episode. Review of additional stored episode data identified changes in signal amplitudes, occurrences of double counting, and evidence of functional undersensing. Technical services performed an evaluation of the device data and determined that the device appears to be functioning in accordance with its design specifications. Chest x-ray imaging was conducted and indicated that the defibrillation coil is positioned higher on the chest than is considered optimal for ideal shock vector alignment. The patient has been referred for evaluation by a specialist. At this time, the electrode remains in service. No additional adverse patient effects have been reported.